Event description:
Device malfunction: none. Symptoms stroke/ae: stroke, intracranial hemorrhage. Time of ae: nine days after the procedure. It was reported that in 2009, prior to an uneventful left internal carotid artery stenting procedure, the pt may have had some right upper extremity weakness. One day post-procedure, during a coronary artery bypass graft procedure, complicated by repair of an aortic tear, the pt became very unstable and was placed on a ventilator. Eight days later, there was some right upper extremity weakness noted. CT scan findings were consistent with a sub-acute hemorrhagic right sided weakness. Although requested, there was not add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink stent malfunction reported. Stroke and intracranial hemorrhage are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.